Manufacturer narrative:
An event regarding a metal allergy involving an unknown adm shell was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: "as such is there no information at all about the current problem with suspected metal allergy. No x-rays, no medical records and no explants are available and consequently this case can unfortunately not be solved with the current information." Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, medical records, histopathology reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Rep reported a revision of left hip. Surgeon reported metal allergy.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep reported a revision of left hip. Surgeon reported metal allergy.